Event description:
It was reported that during a follow up in clinic, the device was found with battery voltage estimated to be 10 months to elective replacement indicator (eri) level. At the previous interrogation, approximately 6 months earlier, the longevity estimation on the battery was 4.4 years. Abbott technical support was contacted and longevity overestimation was suspected to have occurred due to the programmer at the previous follow up in clinic. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
This product is associated with the programmer software longevity estimator update for low voltage devices advisory issued by abbott on 16 june 2022. Further information was requested but not received.